Event description:
It was reported that the patient visited the hospital with an intermittent alarm sound. The system monitor showed a system controller cell low alarm; the battery module was replaced. Log file analysis confirmed the system controller cell low alarm and that this alarm would have an intermittent alarm sound.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent controller cell low alarms was confirmed based on the information recorded in the provided log file. The log file contained data recorded from the time stamp of day 1642, 10 hours and 25 minutes to day 1649, 12 hours and 4 minutes where routine power cable disconnect and several controller cell low alarms were recorded. The system controller was not returned for evaluation. Two controller serial numbers were reported. The customer was not able to identify which controller was involved in the reported event. The device history records for epc-44200 were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. The device history records for epc-44175 were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. The heartmate patient handbook (rev.d) and operating manual (rev. F) cover all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the heartmate patient handbook (rev. D). Important warnings relating to pump stops are described in the operating manual (rev. F). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The battery module was replaced which resolved the issue.